Event description:
Follow up information #2 was received on 18-dec-2020 from quality department. Initial and follow up information #1 and #2 are integrated into the narrative below: the quality department tested retain samples and returned samples and concluded that no deficiency was observed during the tests performed due to this complaint (glue point resistance insufficient). The privileged cause identified is a misuse of the product by the practitioner with use of multiple cartridge. Follow-up #1 received on 23-sep-2020 provided quality investigation results from retention samples. Follow-up #2 received on 18-dec-2020 provided quality investigation results from samples returned from the practitioner. Causality assessment on 28-sep-2020, on initial information received on 03-sep-2020 and follow up information received on 23-sep-2020. Causality reassessed on 23-dec-2020 on follow up information #2 received on 18-dec-2020: a. Seriousness: serious (other medically important condition; required intervention). B. Expectedness: needle issue: unexpected us/ca. Foreign body in mouth: unexpected us/ca. Suspected product quality issue: unexpected us/ca. C. Causality: a) latency - compatible. B) recognized association - no. C) analysis - the risk of needle breakage may be explained by different causes. Bending of the needle before use was excluded by the reporter. Excessive pressure or movement of the needle or a sudden movement of the patient during the injection and/or the use of a needle size inappropriate to the type of procedure following a non-observance of the instructions for use of the needle device may be considered. In this case, no adverse event was reported and needle was removed successfully. No quality defect was detected, the product was conform to specifications, which allows to rule out a failure of the device. Therefore, a misuse of the product by the practitioner such as the use of multiple cartridges with one needle was considered as the privileged cause, and the causal relationship between the device and the incident was assessed as unlikely. No other claims have been registered on the batch. Therefore, no CAPA is required. D) dechallenge - na. E) rechallenge - na. Concluded causality who: unlikely. Follow up information #2 received on 18-dec-2020: assessment not changed.

Manufacturer narrative:
No quality defect was detected, the product was conform to specifications, which allows to rule out a failure of the device. Therefore, a misuse of the product by the practitioner such as the use of multiple cartridges with one needle was considered as the privileged cause, and the causal relationship between the device and the incident was assessed as unlikely. No other claims have been registered on the batch. Therefore, no CAPA is required. 18-dec-2020: practitioner returned needles from the same box than incriminated needle (75 needles) and a full and unopened box after the first investigation. Consequently, complementary tests was performed on the returned needles. All the tested devices from the returned needles are conforms: no rupture during observations and test. The tests performed permitted the exclude a cause due to the quality of the glue or quality of glue process on the needles tested.

Manufacturer narrative:
The manufacturer's device analysis results: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this device batches. The practitioner did not returned the impacted needle. Consequently, tests performed during this investigation was done on samples from the sofic sample box. No deficiency was observed during the tests performed due to this complaint (glue point resistance insufficient). Moreover, the nervous state of the patient can increase the risk of glue point breakage. Further investigations: this is the first complaint for a "insufficient glue resistance" defect for the batches f08795aa (B)(4) needles sold). The controls done during the production of this batch (traction test 5 needles/15 min) and assembly line surveillance, prevent the risk of insufficient glue point and the detection of insufficient glue resistance. Furthermore, during the tests performed due to this complaint and during the assembly, no defect was observed on the device tested: no rupture during bending test and rupture force higher than 22n. After investigation, the privileged cause identified is a misuse of the product by the practitioner: use of multiple cartridges with one needle. Consequently and without any occurrence on this batch of device, without deviation registered during the production or quality issue identified during this investigation, the residual risk is judged acceptable. Specific caution is listed in the IFU to prevent this risk. Remedial action / corrective / preventive / field safety corrective action: no proven cause was identified during investigation, and the privileged cause after investigation a no respect of caution: "if multiple injections are required, replace the needle for each cartridge in order to minimize the risk of needle point damage". Specific caution about this risk is listed in the notice. Consequently, no corrective action will be done following this complaint. No other claims have been registered on the batch. Therefore, no CAPA is required. Final comments from the manufacturer: after investigation, the privileged cause identified is a misuse of the product by the practitioner: use of multiple cartridge. Consequently, we recommend a formation/resensibilisation of the practitioner especially on the single use definition for the needle: "one needle/one patient/one cartridge".

Event description:
Spontaneous report, from the united states. Local reference #: (B)(4). Quality complaint reference #: (B)(4). Dealer complaint reference #: (B)(4). Linked case with (B)(4) (same reporter, same type of product, same incident, different patient). Initial information received on 21-aug-2020 from henry schein about a product quality issue. On 03-sep-2020, adverse event was identified during the follow up call to the reporting dentist. Follow up information was received on 23-sep-2020 by quality department. Course of events: the dentist informed that unknown number of male adult patients with no specified medical history and concomitant medical conditions, had been treated with suspect device henry schein premium needles 30ga short (hsp needles) (batch # f08795aa, expiration date: jul-2024) on (B)(6) 2020. Indication of the treatment with the suspect device and conditions when the incident occurred are not available at the time of the report. On (B)(6) 2020, the suspect device broke in the patients mouth. It was reported that the needle was coming out in one piece from the hub during injections performed on the patients. The needle was stuck in their gum tissue and was retrieved for each patient. There were a handful of patients involved, all adults and both male and female. The needle was stuck in the tissue for all different types of injections. There was no bending of the needle prior to injection. The needles were not inserted up to the hub. Gvd added "suspected product quality issue" due to the first awareness and quality report. Outcome: at the time of the report, the patient's outcome was recovered. Quality department concluded that no deficiency was observed during the tests performed due to this complaint (glue point resistance insufficient). The privileged cause identified is a misuse of the product by the practitioner with use of multiple cartridge. Additional information was received on 23-sep-2020 regarding analysis report. Causality assessment on 28-sep-2020, on initial information received on 03-sep-2020 and follow up information received on 23-sep-2020. Seriousness: serious (other medically important condition; required intervention) expectedness: needle issue: unexpected us/ca, foreign body in mouth: unexpected us/ca, suspected product quality issue: unexpected us/ca. Causality: latency: compatible, recognized association: no. Analysis: the risk of needle breakage may be explained by different causes. Bending of the needle before use was excluded by the reporter. Excessive pressure or movement of the needle or a sudden movement of the patient during the injection and/or the use of a needle size inappropriate to the type of procedure following a non-observance of the instructions for use of the needle device may be considered. In this case, no adverse event was reported and needle was removed successfully. No quality defect was detected, the product was conform to specifications, which allows to rule out a failure of the device. Therefore, a misuse of the product by the practitioner such as the use of multiple cartridges with one needle was considered as the privileged cause, and the causal relationship between the device and the incident was assessed as unlikely. No other claims have been registered on the batch. Therefore, no CAPA is required. Dechallenge: n/a, rechallenge: n/a, concluded causality who: unlikely.